Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "necrosis" and "wound dehiscence" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "impaired blood flow (nac), wound dehiscence.

Event description:
Healthcare professional reported left side "impaired blood flow (nac), wound dehiscence." Device remains implanted.

Event description:
Healthcare professional reported left side "impaired blood flow (nac), wound dehiscence." Device remains implanted.